Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
During a follow up call on (B)(6) 2011, the lay user/patient informed the medical surveillance specialist (mss) on a separate issue with her onetouch ultralink meter. The following information obtained was in regards to the patient's allegation that the subject meter was reading inaccurately high compared to her feeling: due to a separate prior issue with the subject meter, the patient indicated that on (B)(6) 2011, she was testing with another (non-lfs) device. However, the patient indicated that on (B)(6) 2011, she decided to perform a blood glucose test with the subject meter; the patient alleged that the issue began on (B)(6) 2011 at 3pm. The patient reportedly obtained a blood glucose result of "137mg/dl" with the subject meter. Since the reported blood glucose result was a "normal" reading, the patient indicated she did not take any action in regards to her diabetes management. After the alleged issue occurred, the patient stated she went in her car and drove away. The patient claimed that within five minutes after leaving her home, she passed out while driving and eventually hit the rear end of a truck, causing the air bag in her car to deploy. The patient denied exhibiting any symptoms prior to or at the time the alleged issue occurred. The patient does not recall what her blood glucose result was (with the other device) earlier that day. The patient also denied testing her blood glucose with another device after the reported issue began. Approximately 10 minutes after the reported issue began the patient stated she obtained a blood glucose result of "25mg/dl" with the emergency medical service's (ems) meter and was immediately given a single glucagon shot by the health care professional (hcp). The patient indicated she was not transported to the emergency room, instead, the patient indicated a police officer drove her home after she regained consciousness and obtained an elevated blood glucose result with the ems's meter (result is not known). Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed a symptom suggestive of a serious injury and reportedly received medical intervention from an hcp after the alleged product issue began.